Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the premature battery depletion.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
The unit was returned for evaluation. Upon receipt, the device underwent comprehensive bench testing. During this process, the AED was found to perform as intended and passed all functional tests. The reported issue could not be replicated. Additionally, the battery pack was not returned and the cause of the complaint is not known.